Event description:
It was reported that during a procedure of the heavily calcified, and heavily tortuous, 90% stenosed, distal left anterior descending artery lesion, a non-abbott guide wire crossed the lesion with the support of a non-abbott balloon catheter. A 1.2 mm and a 2.0 mm trek balloon catheter was used to pre-dilate the lesion; then a 2.5 x 15 mm trek balloon catheter was attempted for dilatation, however, during the first inflation attempt at an unspecified atmosphere the balloon ruptured. The device was removed and the procedure continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation therefore, a failure analysis of the device could not be completed. It should be noted the rx trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling and may have contributed to the reported complaint. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.